Event description:
It was reported that the bd maxplus¿ extension set fell off. The following information was provided by the initial reporter: advised that she spoke with nurse for this one personally and that the isuse occurred before anything could be pushed through the line, the luer end fall off before the syringe could even be connected.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of luer falling off the tubing could not be verified due to the product not being returned for failure investigation. Device history record review for model mp5301-c lot number 22089439 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxplus¿ extension set fell off. The following information was provided by the initial reporter: advised that she spoke with nurse for this one personally and that the isuse occurred before anything could be pushed through the line, the luer end fall off before the syringe could even be connected.